Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication can be attributed to possible use error. According to isi user manual, if cracks or other flaws are observed on the instrument, do not use the instrument. Isi has not received the instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the mcs instrument or tip cover accessory are returned (post failure analysis evaluation) or if additional information is received. The following statement is found in the instructions for use (IFU) manual: inspection before use warning: if cracks or other flaws are observed on the instrument, do not use the instrument. Examples of damage include nicked, gouged, bent, or loose blades, cracks or scratches on the instrument shaft including the region to be covered by the tip cover, or a broken energy cord connector. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia repair, there was difficulty in installing the tip cover accessory on the mcs instrument. After installing the tip cover, a protruding part was noted from the orange part of the mcs instrument. The operating staff subsequently had difficulty in removing the mcs instrument through the cannula. The arm had to be undocked and the mcs instrument was removed together with the cannula. As a result, there was an unspecified injury to the internal abdomen when removing the instrument. A new cannula was placed, and pneumoperitoneum was stabilized. All the other cannulas were adjusted due to loss of co2. The procedure was prolonged for 40 minutes with resulting longer anesthesia time.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair, the tip cover accessory was extremely difficult to slip over the monopolar curved scissors (mcs) instrument. The orange part of the mcs instrument had a "nose" on the side. When the instrument was inserted through the trocar, the ¿nose¿ was not visible. The mcs instrument did not latch properly at the top. Therefore, it was pushed back in by the assistant. However, the mcs instrument could not be removed from the trocar. This resulted in procedure delay, prolonged anesthesia, an unspecified injury to the internal abdomen in order to remove the instrument, resetting of the trocar leading to leakage of the pneumoperitoneum, and agitation of the surgeon due to interruption of the operation. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the issue occurred in the middle of the operation, when it was first used. The mcs instrument was fitted with the tip cover accessory as usual using the installation tool by an or staff member who was experienced, and a protruding particle (the "nose") was found on the orange tube extension of the mcs instrument. However, the tip cover could still be put over it and it was assumed that the instrument would work normally. The orange surface was not broken as well as not visible after the tip cover was installed. The tip cover was not installed beyond the orange surface. Electrolube was not used during installation and there was no damage to the tip cover seen. The or staff did not attempt to change the tip cover or mcs instrument as they managed to install the tip cover on the mcs instrument. The surgical team was not sure whether they could continue with the mcs instrument or whether they needed to replace it, which was done eventually. The msc instrument could not be removed from the cannula and the arm had to be undocked. The mcs instrument was removed together with the cannula. There were no fragments that fell into the patient. A new cannula was placed, and pneumoperitoneum was stabilized. All the other cannulas were adjusted due to loss of co2. The procedure was prolonged for 40 minutes with resulting longer anesthesia time. There were no post-operative complications in the patient. The patient is currently well. The tip cover is available for analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 02-may-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis investigation of the monopolar curved scissors (mcs) instrument: failure analysis found the primary failure of scratch marks/abrasions to the tube extension to be related to the customer reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasions. Tube extension scratch marks measured roughly .082¿ x .025¿. As a result, the orange part of the tube extension is observed when the tip cover is installed. The instrument was returned with the cannula and cannula seal installed. An in-house tip cover was installed and removed from the instrument without any issues. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The tip cover was returned for evaluation and investigation has been completed. The tip cover was installed on an in-house mcs instrument and driven on an in-house system. The tip cover was installed and removed from the in-house instrument without any issues. No product issue was identified. Additional observation not reported by site: visual inspection was performed, and the tip cover was found to be bulging out at the proximal end, creating a lip inside. It was transferred to engineering for further investigation. The cannula was returned for evaluation and investigation was completed. No damage was found. The cannula came stuck with an instrument but was able to be removed during in-house testing. The cannula seal was returned for evaluation and investigation has been completed. There was no damage found. The cannula seal came stuck with an instrument but was able to be removed during in-house testing.